Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patients implant was not working for the pain. The patient underwent an explant procedure. No further information could be obtained.